Event description:
It was reported that on an unknown date, a summary report use agreement was received from the (B)(6) health which includes possible adverse events reports associated with the tibial nail advanced. This report is for one (1) unk - nails: tibial. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unk - nails: tibial/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The report followed 48 skeletally mature patients who had undergone treatment with the tna (tibial nail advanced) between (B)(6) 2020 and (B)(6) 2022. The mean age at the time of surgery was 38 ± 16 years. The patient population was primarily male (67%), and mean follow up was 264 ± 68 days (range, 169-380 days. Four patients had diabetes, and two patients had osteoporosis. The report identified that of the patients studied, there had been one instance of surgical site infection, and four incidents of non-union.